Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone a bad unexplained blood sugar levels was occurred and one time his blood glucose got up to 400 and the corrections where not working and does not know where the insulin was going that he was delivering. The insulin pump will be returned for analysis.